Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated, and that the convertor of power supply unit had failure. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc surmised that the reported phenomenon was attributed to the failure of the converter on the power supply unit, which might be caused by the aging deterioration for long-term use because more than ten years had passed since the subject device had been installed. It was surmised that due to the convertor failure, the emergency lamp of the subject device lit up instead of the examination lamp as reported. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in the unspecified timing, it was found that the emergency lamp of the subject device lit up instead of the examination lamp. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.